Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The device was received for analysis with no visual non-conformances and with a white cartridge reload loaded in the device. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: how was device removed from tissue?---no information. Were the protruding staples noticed by the or staff during the procedure? ---no information. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? ---no information. If echelon, during which stroke did the event occur? ---no information. What color cartridge was being used? ---no information. What other color cartridges were used before and after this event? ---no information. Was buttressing material utilized? If so, which product? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no information. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---no information. Was there any difficulty removing the device from the tissue? ---no information. Is there any other additional information you would like to share about this device or procedure? ---although we asked the sales rep about your requests, we could not get further information. The device was removed from the patient somehow without converting and there was no adverse consequence to the patient.

Event description:
It was reported that during an unknown procedure, the jaws did not open when the device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. The sales rep commented that he did not have further information as he did not attend the operation.